Event description:
Event description guidant received information that this device was part of a legal action and the patient passed away. Guidant has no specific information as to the device involvement in the patients death.